Event description:
It was reported, the set screw would not tighten and would not hold the lead inside the header of the implantable neurostimulator (ins). It was noted, the torque wrench was making the ¿clicking noise¿ like the set screw was screwed down, but the lead was easily pulled out of the ins header. It was further noted, the manufacturing representative and healthcare professional tried multiple times of reseating the lead into the header and screwing it down, but it would not hold the lead in place.

Manufacturer narrative:
Product ID 3889-28, lot# va07nka; product type lead. (B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial # (B)(4) showed that the set crew was backed out too far causing it to get stuck in the tecothane connector module. The torque wrench would then click when tightening but the set screw did not advance. During analysis, the set screw was re-aligned and was able to be tightened down on a lead. The device passed final functional testing and no power-on-reset (por) messages were seen. Good, stable output was observed on all electrode pairs as received.